Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment of an arch aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices with 2-debranch bypass using gore® propaten® vascular graft. No endoleak was observed during treatment. On unknown date, between end of march or early april, 2023, an infected arch aortic aneurysm was observed and antibiotic medication treatment was started. Also, unknown size enlargement of the arch aortic aneurysm, distal stent graft-induced new entry (dsine), and a possible proximal type I endoleak were observed at the time. On (B)(6) 2023, reintervention was performed. A stent graft was implanted to extend distally for dsine. Angiography revealed no clear proximal type I endoleak however, slight flow appeared, so the physician decided to implant a stent graft proximally as well. Preventively, a stent graft was implanted proximally inside the implanted stent graft. Angiography revealed no clear endoleak. The patient tolerated the procedure. The physician stated that he intends to perform open surgery when the infection is under control. At a one week follow-up, computed tomography angiography revealed no endoleak. The endoleak was newly appeared. The dsine was caused by the vascular wall becoming fragile as the infection progressed down to the descending aorta.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.